Event description:
15 x 15 cone inserted to accessory mount 176 degree gantry angle. Green light showed indicating locked position. When rotating gantry to 90 degree, cone fell to the floor (at approx 165 degree). The pt and the 2 therapists were not harmed. The cone was reinserted and the pt's treatment was completed.